Event description:
The customer reported that while the unit was being slaved from a bedside monitor, the unit began pumping erratically. The pt was switched to another unit and therapy was continued. No pt injury was reported.